Manufacturer narrative:
Info provided did not indicate a product problem, and no products were returned for eval. Root cause determination and corrective action are not indicated as no product related problem was identified. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.